Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change errors occurred during the cartridge load process. The contact reported that the customer experienced a blood glucose (bg) level above 400 (mg/dl). A manual injection was delivered to address bg level. Manual injections will be used for diabetes management.